Event description:
It was reported that the insulin pump is not delivering the correct amounts of insulin. The blood glucose is high. The insulin pump is under-delivering insulin. Customer stated that the insulin pump is over-delivering insulin as well. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.